Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material# 305109. Batch# 4178813. Verbatim: I'm a recent customer of MDR pharmacy. I received the bd precisionglide 27g x 1/2 needle as part of the menopur injection for ivf. I noticed my needle today had some white paint-like coating on one end, which came close to/may have touched my skin at the injection site in my abdomen. I was wondering what it is, and if it is safe to touch the skin/injection area? See the images attached, including the batch this needle is part of. Your advice is appreciated- thank you.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up. It was reported the needle had some white paint-like coating on one end. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a packaging blister top web and a needle assembly with no packaging or plastic shield. No defects or imperfections were observed. A device history record review was completed for provided material number 305109, lot 4178813. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.